Event description:
It was reported that a stent damage occurred. Vascular access was obtained via femoral artery. The 85% stenosed target lesion was located in the non calcified and non tortuous right coronary artery. The lesion was predilated with an unspecified device which reduced the stenosis to 75%. A 12 x 3.00mm taxus liberté drug-eluting stent was introduced, however, a resistance was encountered. After withdrawal, the proximal struts were not crimped on the balloon and a single strut was projected outside. The procedure was completed with a different device. The patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. Three stent struts on the most proximal row were lifted and pushed distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent damage occurred. Vascular access was obtained via femoral artery. The 85% stenosed target lesion was located in the non calcified and non tortuous right coronary artery. The lesion was predilated with an unspecified device which reduced the stenosis to 75%. A 12 x 3.00mm taxus¿ liberté¿ drug-eluting stent was introduced, however, a resistance was encountered. After withdrawal, the proximal struts were not crimped on the balloon and a single strut was projected outside. The procedure was completed with a different device. The patient status is stable.